Event description:
The sales rep reports that during a hand assisted colon procedure, on the fifth time of entering, the device tore. They took it off and went through the wound protector to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Date sent: 03/07/2008. Info is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the mfg process.